Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging meter locked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/02/2013)-device evaluation: the subject meter was returned and analysis completed on 06/20/2013 by lifescan product analysis with the following findings: upon receipt, the meter was locked. After the meter was cleared from the locked condition, the meter demonstrated normal functionality during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.